Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that during a digital subtraction run on the 9800 sys, the saved cine runs were distorted. The 9800 sys was rebooted cine runs and pt info was lost. No pt injury was reported.